Event description:
(B)(4). Hair loss, bloating of stomach, chronic pain (entire body), muscle spasms in back, sides and legs especially when sitting or driving for long period of time, dizziness, brain fog, heavier periods, migraines, problems comprehending what people say or I read, trouble concentrating ( used to multitask, not anymore). Trouble standing while doing dishes due to back pain. Loss of interest in activities and hobbies due to pain. Ringing in ears, dark urine, lost interest in sexual intercourse, painful when I was having sexual intercourse.